Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The surgeon implanting an iol in the incorrect orientation is not a malfunction of the product. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4)

Manufacturer narrative:
This is the corrected MDR

Event description:
A consumer reported an intraocular lens (iol) that was implanted incorrectly causing glaucoma. The type of glaucoma was not reported, along with what types of treatments that the patient had to undergo. At the consumer's request, the surgeon was not contacted. Additional information was not requested.